Manufacturer narrative:
There was no service dispatched for this event. A credit was requested for the damaged reagent. The root cause is unknown for this event.

Event description:
A beckman coulter inc. (Bci) operator indicated that the stks scatter pak was damaged and leaking when the shipment arrived on site. No death, injury, or change to patient treatment was associated with this event. There was no exposure of the reagent contents to mucous membranes or open lesions.